Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The patient tried two medications in their pump, morphine and dilaudid, then the patient was put on fentanyl on (B)(6) 2014 and was doing really well on until they increased the concentration from 300 to 600 mcg and then the patient ended up in the hospital with shortness of breath about 3 weeks ago maybe. The patient also had ¿breathing issues¿ with the dilaudid. Per the patient the hcp thought maybe the patient had some heart issues but they checked that out and the patient did not have any issues there but the patient still struggled with sweating and breathing until about 3 days prior to the report. The patient stated they ¿think the more I do the bolus, the sicker it makes me feel so I stopped doing the bolus but then I don¿t have enough pain relief and they have to increase it so slowly that it¿s not enough¿. The patient was wondering why the concentration between 300 to 600 made her feel so much ¿worse¿. Per the patient the hcp said the patient was really sensitive to the medication and it not even high, it was 150 mcg a day and now it¿s 180.13 mcg a day. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.